Manufacturer narrative:
Device received with solid white display due to moisture damage on electronic board stack. Unable to perform displacement test and self test due to display anomaly. Device received with cracked select button on keypad overlay, pillowing keypad overlay, scratched/peeling keypad overlay texture, scratched display window cover, faded/stained/peeling serial number label, peeling/fading end cap address label, cracked retainer and scratched case. Moisture damage on motor assembly and corrosion on force sensor assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had solid white display. The customer reported that the insulin pump screen was not flashing when screen was turned on after being in sleep mode. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.